Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a percutaneous lead separation at the distal end bend relief. The patient also experienced red heart alarms while connected to the power module. The patient was asymptomatic. A percutaneous lead replacement was completed on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The replaced distal portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation - the evaluation of the returned section of the driveline (dl) confirmed an issue that would have potentially contributed to the reported event. A section of the driveline approximately 6.5 inches long was returned for evaluation. Evidence of the reported separation of the white silicone jacket from the metal connector at the distal end of the dl was observed. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed a breach to the insulation of the brown wire; the brown wire redundantly supports motor phase 2. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires in that area were slightly kinked, but otherwise unremarkable. If the exposed conductors of the brown wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.